Event description:
On 27-may-2022, intuitive surgical inc. (Isi) received a FDA voluntary report with MDR report #mw5109518 stating: "patient called to report an adverse event involving a da vinci robotic device that was used during a hernia repair surgery on (B)(6) 2022. Patient stated she spent 4+ hours in post-op and they couldn't keep her blood pressure stable. Patient said she kept passing out due to loss of blood and was having intense pain at the surgical site. Patient stated she required an emergency surgery to evacuate the blood and reattach the muscle that was damaged during the surgery. Patient said she spent several days in the ICU and continues to have pain and swelling due to the unexpected bleed that occurred at the surgical site where the robotic device was used. Patient said she is now anemic and still can't bend over or do normal day-to-day activities as she's still healing from the event." The received MDR report does not provide information on the customer site or initial reporter; therefore, follow-up for additional information is not possible.

Manufacturer narrative:
Based on the information provided, the causes of the reported complications cannot be determined. The customer alleged that a da vinci product caused/contributed to this event, but an allegation was not made against a specific product. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A system/instrument log review cannot be conducted due to insufficient information provided. The site name and da vinci system serial # are unknown. This complaint is being reported due to the following conclusion: after undergoing an unspecified da vinci-assisted hernia repair procedure, the patient experienced post-operative blood loss that required additional surgery to control. In addition, it was alleged that during emergency surgery, an unspecified muscle needed to be reattached that was damaged during the robotic surgery. The patient reportedly is now anemic and sore due to these complications. The causes of the post-operative complications are unknown.